Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity I tsh results on one patient. The results provided were: on (B)(6) 2024, sid (B)(6) , initial= < 0.0083 miu/ml/on (B)(6) 2024 redrawn and repeated on beckman platform=2.441 miu/ml /repeated initial original specimen sid (B)(6) =2.2733 miu/ml. Laboratory reference range for tsh= 0.35 to 4.94 miu/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of alinity I tsh reagent lot number 51092ud00. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Historical performance of the alinity I tsh reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot(s) are within established limits, indicating that the lot(s) are performing acceptably in the field. Therefore, no unusual reagent lot performance was identified. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I tsh, reagent lot 51092ud00.

Event description:
The customer observed falsely decreased alinity I tsh results on one patient. The results provided were: on (B)(6) 2024 ,sid (B)(6) initial= < 0.0083 miu/ml/on (B)(6) 2024 redrawn and repeated on beckman platform=2.441 miu/ml /repeated initial original specimen sid (B)(6) miu/ml. Laboratory reference range for tsh= 0.35 to 4.94 miu/ml there was no reported impact to patient management.